Manufacturer narrative:
Concomitant product: product ID 4351m, serial# (B)(4), implanted: (B)(6) 2013, product type. (B)(4).

Event description:
It reported that once leads were implanted in the stomach wall, fed out to the neurostimulator (ipg) and connected, the system was verified for functionality. When interrogating the device and checking the impedance, the final impedance was 276 ohms. This was below our expected range of 300 to 1200 ohms. The device and leads functioned as expected; however, the impedance was out of range from that in the protocol. Decision in the or was made to leave the device implanted without modifications to the device or leads.

Event description:
It was reported the needle on the lead traveled to deep into the muscular wall and entered the gastric lumen. Lead was back out and re-inserted successfully. Once the leads were implanted in the stomach wall, fed out to the stimulator and connected, the system was verified for functionality. When the device was interrogated the impedances were checked and final impedance was 295 ohms. This was below the expected range of 300 to 1200 ohms. The device and leads functioned as expected; however,the impedance was out of range from that in the protocol. The decision in the operating room was to leave the device implanted without modification to the device or leads. Reference manufacturer # 3007566237-2013-01788 for report on patient with bilateral leads.